Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope exhibited some buckling near the biopsy port during a therapeutic bronchoscopy. The procedure was completed with the same device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9. H2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported issue was attributed to stress related problems caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.